Manufacturer narrative:
On 07/02/2018, we received additional information indicating that another implant was placed in the same site on the same day (same day removal). No medical intervention was needed. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, the implant failed to integrate. The patient was reported to have type 2 bone quality. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, the implant failed to integrate. The patient was reported to have type 2 bone quality. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.